Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was verified and attributed to a faulty transformer on the pace/bridge/processor board. The pace/bridge/processor board was replaced to remedy the issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.